Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he lost system stimulation and recalled charging in (B)(6) of 2013. The patient also reported experiencing difficulty with the low energy charging system. Subsequently, a replacement charging system was sent to the patient. Additional information identified upon attempting to establish communication using his patient programmer, the patient received a comm error 2501 message. Follow-up identified the patient's scs ipg was explanted and replaced. The patient is receiving effective stimulation following the procedure.